Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a catheter change, the balloon would not deflate for removal. The doctor had to remove the device by puncturing the balloon via scope and long needle. The patient's condition was reported as fine.

Event description:
It was reported that during a catheter change, the balloon would not deflate for removal. The doctor had to remove the device by puncturing the balloon via scope and long needle. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. No catalogue number was provided. Therefore, no physical assessment could be conducted on the production samples. Investigation was based on document review. Non-deflation could be occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore, complaint is not confirmed.